Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle would not detach from the pen after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about the inability to detach the needle from the pen. According to the customer's report, the needle npe was not detached from the pen after use."

Manufacturer narrative:
H6: investigation summary: forty sealed and one open 32g x 4mm pen needle samples and five photos were returned from lot. No. 0098159, cat. No. 320136. A functionality test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported that the non-patient end of the bd micro fine plus¿ insulin pen needle would not detach from the pen after use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about the inability to detach the needle from the pen. According to the customer's report, the needle npe was not detached from the pen after use."